Event description:
Deep vein thrombosis [deep vein thrombosis]; multiple pulmonary embolism [pulmonary embolism]. Case description: this serious spontaneous medical device report was received from a physician in the united states. A (B)(6) year-old female experienced deep vein thrombosis (dvt) and multiple pulmonary embolism after treatment with three euflexxa (1% sodium hyaluronate), intra-articular injections for osteoarthritis of the knee. In (B)(6) 2014, the patient received a series of three euflexxa injections for osteoarthritis of the knee (unspecified). According to the reporter in (B)(6) 2014 (exact date unknown), the patient was hospitalized with a diagnosis of dvt and multiple pulmonary embolisms. The patient was treated with xarelto (rivaroxaban) (dose unknown). The reporter stated that the physician who treated the patient for these events believed that these events were caused by the euflexxa injections that the patient received in (B)(6) 2014. At the time of reporting, the patient recovered from all events. Euflexxa therapy was completed. Medical history was not provided. Concomitant medications were not provided. Sender comment: due to limited information provided and temporal association, the possibility of euflexxa contributing to the development of the events dvt and multiple pulmonary embolism cannot be excluded.